Event description:
Customer reported via phone, the insulin pump randomly alarmed remote frequency pic failed self-test. Customer does not recall her blood glucose at the time of incident. Customer was inquiring what the alarm meant. Troubleshooting was performed. Alarm did not occur during prime. Customer was advised the insulin pump would be replaced after the second occurrence. Customer requested the insulin pump to be replaced without completing troubleshooting. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed for a failed self test due to a faulty connector on the radio frequency circuit board. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.